Event description:
An implant card was received indicating that a patient received a full revision (both generator and lead replacement). It was reported that the lead was replaced due to high lead impedance, and that the generator was replaced prophylactically. The explanted lead underwent product analysis. Note that the (-) green electrode was not returned for analysis, therefore an evaluation and resulting commentary could not be made on that portion of the lead. Setscrew marks were found near the end of the connector pin indicating that the lead had not been fully inserted into the cavity of the generator at some point in time. However, additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. During the visual analysis of the quadfilar coil it appeared to be broken approximately 2mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The area on the remaining broken coil strands was identified as being mechanically damaged with pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. With the exception of the observed discontinuity, no further anomalies were observed and the condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. . No other relevant information has been received to date.